Event description:
It was reported that during pt use, the low pressure alarm occurred. Then the display screen froze and the ventilator stopped. The touch screen function buttons were inoperable. The pt was manually ventilated while he was transferred to a second ventilator.